Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was to be implanted to treat a stone in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was tortuous. During the procedure, they carefully pushed the stent into the bile duct, aiming to release it. After removing the guide wire, they noticed the steel stylet was surprisingly easy to pull back. However, the black catheter, which held the stent, did not retract along with it, preventing the stent from being released. It appeared that the steel stylet had disconnected from the black catheter. Another advanix biliary stent with naviflex rx delivery system was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break.